Manufacturer narrative:
The connector was returned for analysis, results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the health care provider planned to use a 8578 pump connector piece and noted it was occluded. When they attempted the push fluid through the piece, fluid leaked out around the reinforced strain relief area.

Manufacturer narrative:
Analysis of the returned pump sutureless connector (sc) revealed an indent down in sc connector seal along with occlusion.

Manufacturer narrative:
Connector: model #: 8578, lot#: n292931005, implanted: na, explanted: na .

Event description:
Additional information: it was reported that the patient recovered without sequel. Drug delivered via the system was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.